Event description:
It was reported that the drape perforation tore, which contaminated the sterile field. This exposed the ear and hair of the pt. Additional info received on (B)(6) 2011 from the hosp contact stated this incident occurred (B)(6) 2011. During the procedure, the pt was draped and the physician had just inserted the central venous catheter into the pt's neck when the perforation on the drape tore away. The physician completed the procedure. There was no delay in treatment, no pt death and no pt complications were reported. The hosp will be following up with their pt 30 days post op. To date there have been no problems.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.